Event description:
The patient called lifescan and alleged the one touch ultra meter had read inaccurately high. The readings were 148 mg/dl and 227 mg/dl compared to a one touch profile meter 133 mg/dl (invalid comparison). The patient did not report any symptoms of high or low blood glucose and no medical attention was sought. The patient took insulin. The customer care rep performed troubleshooting and the control solution was not within range, repeated and failed again. Based on the info this is reported as a strip malfunction. Test strips were replaced and return is expected.